Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer keep failed. User tried multiple recovers, but issue still remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) reported that no failed hardware icon was present upon arrival. There was no available information to identify which drawers had previously failed, and no faults could be confirmed during the visit, and no further investigation was required. The system functioned as intended after the field service engineer had investigated the device.